Manufacturer narrative:
The remote service engineer advised the customer to replace the blower. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response received. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 29jan2021.

Event description:
It was reported to philips that the device had a high temperature blower alarm. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.